Manufacturer narrative:
(B)(4). A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.

Event description:
While using an evercross pta balloon during a procedure, the balloon was inflated to 26 atm pressure. The balloon burst and ruptured into pieces. Upon removing the balloon, it was noticed the end of balloon was missing. A snare was used to remove the end of balloon from patient. No injury to patient.

Manufacturer narrative:
Patient information including gender, date of birth, weight and age was received on 2/16/2016.

Manufacturer narrative:
Evaluation of the returned device was completed on march 11, 2016. The evercross dilatation catheter was received in two pieces: the proximal section which includes the y-manifold, multilumen, proximal balloon chamber cone, and proximal marker band; and the distal section which includes the a portion of the monolumen, a radially and longitudinally torn balloon chamber, the distal marker band, and the distal tip. Not all components are accounted for. Approximately 30mm of monolumen were not returned. The customer experience of evercross dilatation catheter of bursting when inflated to a pressure of 26 atm, the rated burst pressure for the evercross used is 14 atm, was confirmed. The root cause of the balloon burst is related to exceeding the 14 atm rated burst pressure and inflating the dilatation catheter to 26 atm. On february 16, 2016 patient's demographic information was received.